Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 5 was failed. A field service engineer found that the drawer was intermittently clicking and would not open, although it could be opened manually and no visible obstructions were found. To resolve the issue, the chassis slide rail screws were loosened and the drawer repositioned. Medications in the lower matrix drawer were moved to rule out obstructions, and all cubies were removed and tested to confirm weight distribution was not a contributing factor. The drawer was then repositioned and aligned upward, and the drawer slides were tightened. After these actions, the drawer operated normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 kept clicking and intermittently failed. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.